Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Company representative reported via email that the customer stated that she has been pressing the drive support cap on the insulin pump. Due to the long wait time, the customer hung up. Representative spoke to the customer's mother when the customer was called back and she stated she would tell the customer to call when available. Another two attempts to contact the customer were made but she could not be reached.